Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated report: 0001822565-2022-02709. Medical products: item#: 110031428, product type: bearing +3 mm thickness 40 mm diameter, lot#: 65164152; and item#: 110031405, product type: mini tray std cocr +6 offset, lot#: 65075707. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was undergoing an initial shoulder arthroplasty. During implantation of the first implant, the polyethylene disassociated and was explanted. A second polyethylene implant was used and this implant disassociated as well. A third polyethylene implant was implanted and it was implanted successfully. There was no patient injury as a result of the malfunction.

Event description:
It was reported that this event was previously reported. The event was reported under MFR number 0001822565-2022-02575. Therefore, this initial medwatch was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receiving additional information of the reported event, it was determined that the product was previously reported under this MFR number 0001822565-2022-02575. The initial report should be voided.